Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 5 years. Through follow-up with the health-care provider, it was learned that the device was explanted due to severe mitral regurgitation. According to the operative report, the patient had mitral valve repair in 2006. She also had a modified maze iii procedure. She did well until recently when she represented with progressive shortness of breath and dyspnea on exertion and repeat echocardiogram showed her to have severe mitral regurgitation. Coronary catheterization was performed which showed her to have no new hemodynamically significant coronary artery disease and her right coronary artery vein graft to be widely patent. The free wall of the right atrium was opened exposing the interatrial septum which was divided to the superior limits of the foramen ovale. The valve appeared to be in good shape but did leak centrally. The annuloplasty ring was removed and then an edwards bioprosthetic valve was implanted. The patient tolerated the procedure well with no complications. Furthermore, (per the surgeon the reason for explanting the device was attributed to degeneration of the repair; there was no device malfunction.